Event description:
It was reported that this implantable cardioverter defibrillator device exhibited premature battery depletion (pbd). A bd (battery display) error was also observed. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator device exhibited premature battery depletion (pbd). A bd (battery display) error was also observed. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported. Subsequently, additional information is received indicating device has been explanted. No additional adverse patient effects were reported.